Event description:
It was reported that the patient developed a pocket infection and dehiscence post-implant. The implantable cardioverter defibrillator and right ventricular lead were explanted successfully. The patient did not experience any symptoms from the infection.

Manufacturer narrative:
Analysis was normal. No anomalies were found.